Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.5/+1.5/074 into the patient's left eye (os) on 17-aug-2022. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.